Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted to update the a codes in section h6. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the b. Braun global affiliate: reason of complaint: safesite 415068 was connected to a introcan saftey cannual on insertions prior to a patient undergoing a medical procedure. A original perfusor line product code 8723060 was then connected to the safsite and drugs was given intermitted through this line. When the line was disconnected at the end of the case it was noted the blood was refluxing out of the valve.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) contaminated samples were provided for evaluation. Visual evaluation was conducted per specification with no defects noted. Furthermore, the safsites were subject to a functional leakage test, no leakage occurred at the time of testing. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up is being submitted as a correction report to update section h7. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.